Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient the implantable pulse generator (ipg) "keeps shifting under my skin and my incision mark continues to sting", difficulty sleeping, "hasn't felt correctly installed" since implant, experienced an "atrial fibrillation (af)" event and "something isn't right". The ipg remains in use. No further patient complications have been reported as a result of this event.